Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the helix would not deploy during the implant procedure. An alternate lead was placed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis summary: the full lead was returned and analyzed. The analysis indicated that the helix exceeded specification the number of turns to extend and retract. The analyst noted the full lead was returned with a stylet in the lead and the connector bin is not bent. The helix does not extend due to the drive shaft lug being stuck on the retraction stop. If information is provided in the future, a supplemental report will be issued.